Event description:
This event was reported as severe congestive heart failure, severe pulmonary hypertension, atrial arrythmias, severe tricuspid regurgitation of the mitral bioprosthesis implanted in the tricuspid position. No further info was provided.